Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the suction and air/water channels tested positive for bacillus spp mesophiles (19cfu/endoscope in total) and the auxiliary channel tested positive for micrococcus(1cfu/endoscope). The test result was defined as alert level in the (B)(4) guideline. The subject device is planned to be inspected and repaired by (B)(4).

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for pseudomonas aeruginosa (250 cfu /endoscope), klebsiella pneumonia (250cfu/endoscope) and enterobacter cloacae(250cfu/endoscope). The facility had reprocessed the subject device using non-olympus automated endoscope reprocessor(soluscope 3) with peracetic acid before the culturing test. The other information on the event was not provided but there was no report of patient infection associated with this report.